Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 61 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and two months post index procedure the aneurx stent graft bifurcate had migrated and there was a proximal type I endoleak. The physician elected to implant two endurant aortic cuffs and the event was resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that the patient had a CT that showed the stent graft migration.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: per the physician, the cause of the event was due to disease progression. Two endurant aortic cuffs were implanted due to the length needed to regain seal.